Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had over delivery. The customer¿s blood glucose level was below 40 mg/dl at the time of incident and current blood glucose was unknown. The customer was treated with food and juice. It was reported that the customer alleges pump was over delivering and insulin pump gave too much insulin. The insulin pump will not be returned for analysis.